Event description:
It was reported that during an ileal polypectomy procedure while releasing the system for this single use ligating device, the internal steel cable broke and compromised its release. Troubleshooting was done with a second wire has been passed in place of the broken one to release the loop. This extended the procedure for more than 30 minutes and was then completed. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6, h7 and h9 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.